Event description:
Patient was implanted with a trochanteric fixation nail (tfn) on (B)(6) 2013. Patient complained of continuing pain since implantation. The patient was returned to the operating room on (B)(6) 2013, for removal of the tfn and revision to another nail. The surgeon stated that the initial nail was not anatomically reduced properly. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The tfn screw was received with damage to the hex drive section, and cosmetic finish issues. There were no product issues that could be found not caused by implantation. Verified material tialb with niton 06, and it passed specifications.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). It cannot be verified if the returned devices were implanted prior to sufficient reduction or if the implant resulted in a femoral non-union gap that could not rebuild. Per the complaint, the physician is noted to have inferred to the sales consultant that the initial nail was not anatomically reduced properly. As this statement in the complaint is confusing as the nail cannot be reduced and it can be assumed that the physician meant to indicate that the femoral non-union was not reduced properly.